Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm, the display went black and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm, the display went black and ventilation stopped. The device was not available for evaluation. It was reported that the third party service provider tokibo (tkb) performed the device evaluation and the reported issue was not duplicated; however a secondary issue was identified as the device does not start when the switch is pressed. Although there was no visual appearance that there was an issue with the control board and single board computer, parts were replaced. The investigation could not determine a cause of the reported event as medtronic didn¿t have access to the unit and the third party service provider reported that the reported event could not be reproduced but a secondary issue was identified. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information section b5 correction from initial report due to additional information received section h6 device codes - remove a1408 add a09 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as follows: it was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm and the nurse on duty reported that the ventilation stopped. Additionally, the unit's screen was blacked out. The patient was removed from the ventilator and was placed on an alternate ventilator without injury. Based on the alarm logs, the ventilator was working at the time of event and there was no indication of ventilator failure that would lead to loss of ventilation.

Manufacturer narrative:
Section b5 updated section d9 updated due to part return section h6 evaluation codes updated due to part return, additional review of ventilator logs and product analysis findings device code - remove a09 and add original code a1408 method code - remove b17 and add b01 and b24 result code - remove c19 and add c13 and c02 conclusion code - remove d14 and d15 and add d01 component code - remove g07001 and add g0201201. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm and the nurse on duty reported that the ventilation stopped. Additionally, the unit's screen was blacked out. It was reported that the third party service provider third-party service provider (B)(4) (tkb) performed the repair. Tkb duplicated the reported event of the monitor remaining black and ventilation didn't start although the power lamp was on. Tkb replaced the main control printed circuit board assembly (pcba) for the problem. One main control pcba was returned for further analysis: visual inspection of the main control pcba found the c92 capacitor had internally shorted. If failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be loss of ventilation to the patient. The cause of the event was isolated to a faulty c92 capacitor on the main control pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update: it was reported that while in use on a patient, the ht70 ventilator generated a shutdown alarm and the nurse on duty reported that the ventilation stopped. Additionally, the unit's screen was blacked out. The patient was removed from the ventilator and was placed on an alternate ventilator without injury. Based on a review of the alarm logs, the ¿system error: power up¿ indicates an abrupt shutdown of the ventilator which would lead to loss of ventilation. Reportability reassessed based on the product analysis findings.